Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a power failed error had occurred. The field service engineer (fse) found that the station had been losing alternate current power intermittently. The fse powered down the station and cleaned the cable contacts to remove debris, then seated all connections. Upon reboot, all drawers functioned normally. Hardware test application tests all passed successfully. The fse checked all lights and cables and cleaned any remaining debris. The customer verified that all functions of the device were working normally in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station showed an ac power failed error when the customer tried to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.